Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.02 cm abdominal aortic aneurysm. The aortic neck was 12 mm in length, 27.2 mm in diameter proximally and 32 mm distally (conically shaped) with 50-60 degree angulation. The endurant bifurcated stent graft was initially placed high and deployed to the level of the flow divider. It was reported that the physician pulled the wire down to help the stent graft conform to the aortic neck; however, the stent graft was pulled down and deployed to the level of the contralateral gate. The suprarenal stents were deployed and the stent graft landed lower than intended. The procedure was completed and on the completion angiogram there was a proximal type 1 endoleak due to the stent graft being implanted lower than intended. The physician implanted a 36/36/49 endurant cuff and re-ballooned the proximal neck. Upon the completion angiogram the type 1 endoleak resolved and both renal arteries were filling. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).